Event description:
During a periodic inspection of the customer device, the contract service agent found that the device failed the user test and would not deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): the third party service agent isolated the cause for the failure to the therapy pcb assembly. The agent will replace the therapy pcb assembly to repair the device and return it to the customer for use. The device was not returned to physio-control for analysis/repair. Hence, further cause of the reported issue could not be determined.